Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "developed delayed onset granuloma with facial abscess bilaterally", "scarring and volume loss resulting in disability and uncertainty about final outcome", and "subsequent lung infection" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: warnings- injection site responses consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 30 days. Refer to the adverse events section for details. Precautions- as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Patients may experience late-onset adverse events with use of dermal fillers, including juvéderm vollure¿ xc. Refer to adverse events section for details. Adverse events- table 1 and 2. Injection site responses by maximum severity and duration in > 5% of subjects after initial treatment. Possible treatment site responses include: firmness, swelling, tenderness to touch, lumps/bumps, redness, pain after injection, bruising, itching and discoloration. Postmarket surveillance- juvéderm vollure¿ xc has been marketed outside the us since 2011 as juvéderm volift® with lidocaine. The following aes were received from postmarket surveillance on the use of juvéderm vollure¿ xc outside the united states and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. These aes, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, skin nodule, loss/lack of correction, hematoma, allergic reaction, necrosis, infection, flu-like symptoms, paresthesia, migration of device, abscess, drainage, herpes, malaise, headache, and anxiety. In addition, 1 report of blurry vision after injection in the periorbital area, 1 report of blurry vision after injection in an unspecified area, and 1 report of stroke after injections in an unspecified area with multiple dermal fillers were reported. In many cases the symptoms resolved without any treatment. Reported treatments for these events included the use of (in alphabetical order): analgesics, anesthetics, antibiotics, anti-allergy medications, antifungal, antihistamines, anti-inflammatory medications, antiviral, arnica, aspiration, drainage, hyaluronidase, ice, massage, nitrates, oral and topical corticosteroids, and warm compress. Outcomes for these reported adverse events ranged from resolved to ongoing at the time of last contact.

Event description:
Received voluntary medwatch, mw5078530, from the division director of the u.s. Food and drug administration. The event involves juvéderm vollure¿ xc, and the event is descripted as, ¿pt developed delayed onset granuloma with facial abscess bilaterally after injection with a hyaluronic acid filler, vollure. Biopsy done to evaluate, confirmed granuloma. Treating with steroids and antibiotics required surgical drainage and more anitbiotics. Currently being treated over the past 3 months. Pt has scarring and volume loss resulting in disability and uncertainty about final outcome. This delayed event may be related to a subsequrent lung infection for which pt was treated with antibiotic after the filler was performed 3 months previously." Follow up with the physician indicates this was the initial use of the syringe, the package needle was used. Injection site specified as "bilateral lateral facial lines from oral commissure" and the quantity injected is "1ml". Diagnostic testing done approximately 1 month, 6 months and 9 months after the dermal filler injection. Treatment indicated as kenalog-10 starting approximately 6 months after the dermal filler injection to present. Also treated with oral doxycycline and fluorcucil + kenalog approximately 10 months after the dermal filler injection. The event has led to permanent damage indicated as "scarring, volume loss". Symptoms are ongoing.